Manufacturer narrative:
It was noted that the lead was disposed of during the procedure and will likely not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. A lead fracture was suspected, but not confirmed. Thus a revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.